Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported noticing moisture inside the cassette door after treatment was completed. Availability of the sample set for evaluation is unknown and no sample has been made available at this time. Several follow-up attempts with the patient and the patient's peritoneal dialysis nurse were unsuccessful. It is unknown if there are any serious injuries, complications or infections. At this time, there are no adverse events reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The failure mode cannot be confirmed.